Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/18/2019 h3 device evaluation summary: an opened overwrap packet with a detached needle and suture of product code 8425, lot al2199 was returned for evaluation. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.   Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographics (initials beginning with surname, age, gender) confirmation of the code. Lot of the product. What action did the surgeon take to correct the problem presented with the product? Was there any damage / consequence in the patient due to a problem with the product? What is the current state of the patient?

Event description:
It was reported that the patient underwent liposuction surgery on (B)(6) 2019 and suture was used. When making the closure in surgery, the thread separated from the needle. There were no adverse patient consequences reported.